Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # r5an8x. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformance were identified.

Event description:
It was reported that the stapler wasn't functioning as it should, the reload was attempted to be changed, but it wouldn't change. The staff is very familiar with it. The staff were unable to change the reload. It is unknown if there was any issue with the device prior to attempting to change the reload. A new cs40g was opened to complete the case, there was minimal time added to the case and the patient is ok.